Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that the insulin pump excessively alarmed no delivery during basal/bolus/fixed prime. Customer's blood glucose reading at the time of the incident was not included in the report. No significant events leading to the alarm were observed. Upon completing troubleshooting, the customer was advised that the recurring no delivery alarms was resolved by changing the infusion set and reservoir . Product is expected to return.